Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer can continue using the pump and was instructed to call back if the malfunction code occurs again.